Manufacturer narrative:
(B)(6).

Event description:
The customer reported that they were having problems with the loudspeaker at the control center (piic). The device was not in clinical use at time the issue was discovered. The problem was discovered after installation, before the piic had become operational.